Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to and evaluated by zoll azm. A visual inspection of the returned autopulse platform was performed and found the left side of head restraint and boss on the top cover were broken. Note that the platform is a reusable device and was manufactured in 2009. Therefore, this type of physical damage can occur due to normal wear and tear and/or physical abuse. A review of the platform archive was performed and user advisory (ua) 132 (internal watchdog timeout) was confirmed. During functional testing, the autopulse platform displayed ua 132. The pca board was replaced to remedy the user advisory. After replacing the part, the platform was tested and passed all functional testing. Based on the visual inspection, the part determined to be replaced were the pca board. In summary, the customer's reported complaint of autopulse platform displaying system error upon power up was confirmed during functional testing and was attribute to a defective pca board.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Customer reported that during a device check and powering on the device; the autopulse platform displayed a system error 132 (internal watchdog timeout). No patient involvement was reported. No further information was provided.